Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly. Additionally, the insulin gauge was inaccurate. The customer¿s blood glucose was 235(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.